Manufacturer narrative:
Open book or critical pump error after battery installation. The critical pump error was generated by software error per boot loader traces. The formatted history file confirmed software error due to a software anomaly. Unable to perform functional test including self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error image displayed on the screen. The customer's blood glucose level was 202 mg/dl at the time of incident. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.